Manufacturer narrative:
Root cause was determined to be the iop was turned on by mistake. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The field service technician spoke with the tech on site, and it appears they are using the wrong technique. They are going use the machine and make sure the inter ocular pressure is not turned on when they don't need it or not using it. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility reported the patient's eye deflated during surgery. The unit was not building pressure, using bags, may have had bubbles in line, vacuum not going past 9 in sculpt mode. The case was finished in segment mode after a 1 hour delay. The patient was under anesthesia paralic. Patient recovered fine.